Event description:
Customer called to report pod that she said was very hard to fill with insulin. She said she heard some crackling noise but went ahead and activated it. She then experienced high bg's (400's) that wouldn't come down with boluses. She finally removed pod. Customer was able to activate a new pod. No further information reported.

Manufacturer narrative:
The evaluation indicates that a retainer allowed a component to move, resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. Reportability status recently changed. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.